Event description:
During literature review performed by biomérieux, a misidentification result was noted in the article "candida auris: a systemic review and meta-analysis of current updates on an emerging multidrug-resistant pathogen," authored by john osei sekyere. According to the article, vitek® 2 yst ID test kit (ref 21343), misidentified candida auris as candida haemulonii and candida duobushaemulonii. It should be noted that c. Auris was not a claimed species until vitek 2 version 8.01 for yst cards. The article also cites articles regarding vitek 2 antifungal testing despite the fact that c. Auris is not claimed on vitek 2 antifungal cards. There is no indication from the article that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
During literature review performed by biomérieux, a misidentification result was noted in the article "candida auris: a systemic review and meta-analysis of current updates on an emerging multidrug-resistant pathogen," authored by john osei sekyere (ghana). According to the article, vitek® 2 yst ID test kit (ref 21343), misidentified candida auris as candida haemulonii and candida duobushaemulonii. An internal biomérieux investigation was performed. The article compiled data from 48 publications. No actual lab testing was performed. Specifics concerning test set up and rates of misidentification were not included from the 48 articles. It was noted that the vitek 2 yst ID card is the second most widely used identification method. It was noted that there were reports of misidentification of candida auris as candida haemulonii or candida duobushaemulonii, but no specific rates of occurrence were given. It is important to note that candida auris was not claimed by the vitek 2 yst ID card until 8.01 software so studies that used earlier software versions would have encountered misidentifications. Without strains, raw data or lab reports, it is not possible to further evaluate the cause of the misidentifications.